Manufacturer narrative:
Based on the claim against the product by the customer noting melted, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The maryland bipolar forceps instrument was found to have localized melting near the grip base. The instrument was placed and driven on an in-house system and passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional observation not reported by site: the instrument was found to have dried residue on the clamping pulleys. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges the maryland bipolar forceps instrument had thermal damage near the grip base. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing that, the tip of the maryland bipolar forceps instrument was noted with the thermal/melted damage at the plastic pulley connecting to the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.